Event description:
Information was received indicating that the patient dropped a smiths medical cadd legacy 1 pump and it would not stop beeping. The patient stated that she tried taking out the batteries and putting them back in several times, but the pump continued to beep. The error did not occur while in use and did not cause any harm to the patient. The patient had a backup pump to use. There was no reported adverse event.

Manufacturer narrative:
Information was received on 30-oct-19 indicating that the pump was used for a life sustaining medication. Device evaluation completion date: 26-nov-19. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a damaged housing. During analysis, the device was powered up and it alarmed ec1270 which is an issue with the ram on the circuit board. Service will replace the circuit board to correct the reported issue. It was also noted that the biomed could not be accessed, service will replace remote dose cord (rdc) connector. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.